Event description:
Pt found apneic and pulseless. Dialysis catheter broken off. Ports and approximately 3 inches of arterial catheter lying in bed. Small amount of blood on bed and gown. Catheter has been sutured at skin exit site.